Event description:
It was reported that the patient "was doing alright after the first couple of days after the implant, but now it has gone haywire." The device remains active. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.